Event description:
The customer reported that an 840 ventilator was inoperable. The malfunction did not occur during pt use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board assembly (pcba). The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference number: (B)(4).